Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation since the device contained chemotherapy product. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A follow-up medwatch report will be submitted if additional information becomes available.this product is manufactured for distribution outside of the united states and does not have a 510k number. It is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
The facility representative contacted baxter to report a folfusor on (B)(6) 2010 in which had a fast flow. The expected flow rate was 7 days and the actual flow rate was 6 days. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.